Manufacturer narrative:
(B)(4). Eval: method: lens work order search. Results: visual inspection of the returned product found no visible damage to lens. Lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated they attempted to use a micl 13.2mm implantable collamer lens. As the tech was about to load the lens, saw curling on the plate haptic. The surgeon decided not to use, stated lens was defective. No pt contact. Backup lens was implanted. See MFR# 2023826-2011-00300 for secondary lens.